Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Hp cable have been replaced because it restricts water flow.

Event description:
While using a g137 scaler, the unit has low power and pressure and the cavitron insert tip is overheating; no injury resulted.